Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high over-sensing and low impedance values caused by an insulation break. The lead was capped and remains in patient.

Manufacturer narrative:
Concomitant medical product(s): a 394931 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing issues with their right atrial (ra) lead. Therefore, the lead was capped and replaced. No further patient complications have been reported as a result of this event.